Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker patient experienced a syncopal episode. The cause of the syncope was unknown. Boston scientific technical services (ts) noted the device had declared elective replacement time (ert) and recommended device replacement. This pacemaker remains in service. No additional adverse patient effects were reported.